Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise over sensing. Programming changes were made. The patient was in stable condition.